Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Cts provided information on how to reset the pump and assisted the caller in performing the reset, after which the malfunction did not recur. The customer was informed that they could continue using the pump and was advised to call back if the malfunction happens again, which the caller acknowledged and understood.